Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phase-in etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. When the etco2 module is unplugged and then reconnected to the pdm there is a chance that the system can either lock up the client pc or when the user records invasive pressures, multiple short recordings are captured instead of one longer recording. The workaround available is to reboot the hemo monitor after unplugging or plugging the etco2.